Manufacturer narrative:
MFR received date: 09 sep 2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the customer complaint was caused by an out of spec air flow sensor u1. Replacement of u1 on the airflow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report:17jun2019 international UDI # (B)(4). The manufacturer¿s international service technician confirmed the reported o2 concentration issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the ventilator failed the oxygen accuracy test (pvt test 7) at the 30% setting. There was no patient involvement.